Event description:
It was reported that the unspecified bd insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: during the medical operation, the outer package of insulin syringe was found to be leaking and it was destroyed in time.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for open package/seal due to unknown lot number.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: during the medical operation, the outer package of insulin syringe was found to be leaking and it was destroyed in time.